Manufacturer narrative:
Based on the information provided on (B)(6) 2016 that a foreign material alleged to be a "sponge" had adhered to the patient's wound, as of oct 21 2016, kci had no information to exclude the need for surgical intervention to remove the foam dressing (e.g. Surgical excision or surgical debridement). Based on the additional information obtained on feb 22 2017, the nurse reported that the foreign material alleged to by a "sponge" had been manually removed by the physician. The patient received no harm or injury and the discomfort the patient experience resolved after the removal was completed. The "sponge" removal did not require any medical or surgical intervention. The foreign material alleged to be v.a.c. ® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci has deemed this event not reportable based on the information received on feb 22 2017. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2016, kci received the following information from the patient: the patient stated that the skin allegedly "grew around the sponge" and it was painful to remove. On feb 22 2017, kci received the following information from the physician's nurse: the nurse stated that the reported pain was caused by the dressing removal due to an adhered "sponge," which was removed manually by the physician with no surgical intervention needed. The patient received no harm or injury due to the adhered "sponge" and only had some discomfort during sponge removal, which resolved after the removal was completed. The patient was discontinued from v.a.c.® therapy on (B)(6) 2016 by the physician who had determined that the wound had healed to the point it was to small for v.a.c.® therapy. The patient went to an alternate dressing and has since met wound healing goals with complete wound healing. The v.a.c.® granufoam¿ dressing lot number could not be provided nor was it available for return, therefore a device history review and a device evaluation could not be performed.